Manufacturer narrative:
The device evaluation was completed on 21-apr-2022. It was reported that a 72-year-old male (53kg) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. After sound merge, bb (transeptal puncture) was performed with a radiofrequency (rf) transseptal needle, jll nrg, and the vizigo and the stsf catheter were inserted into the left atrium (la). Blood pressure decreased during mapping, using the pentaray in the sl0. A cardiac tamponade was confirmed by body surface echo and a soundstar. Pericardiocentesis was performed and hemostasis was completed uneventful. The patient left the procedure room and was admitted to the intensive care unit (ICU). The physician commented that since it was arterial blood, it was likely to be left atrium (la). There was a possibility that tamponade occurred at the moment of entering into the left atrial appendage (laa) with the stsf (without zeroing) after bb (transeptal puncture). The patient outcome of the adverse event was reported as improved. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was a smartablate. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30663236l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male (B)(6) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. After sound merge, bb (transeptal puncture) was performed with a radiofrequency (rf) transseptal needle, jll nrg, and the vizigo and the stsf catheter were inserted into the left atrium (la). Blood pressure decreased during mapping, using the pentaray in the sl0. A cardiac tamponade was confirmed by body surface echo and a soundstar. Pericardiocentesis was performed and hemostasis was completed uneventful. The patient left the procedure room and was admitted to the intensive care unit (ICU). The physician commented that since it was arterial blood, it was likely to be left atrium (la). There was a possibility that tamponade occurred at the moment of entering into the left atrial appendage (laa) with the stsf (without zeroing) after bb (transeptal puncture). The patient outcome of the adverse event was reported as improved. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was a smartablate. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).